Manufacturer narrative:
To date, model#n119, (B)(4) has not been returned to boston scientific's post market quality assurance laboratory. The chronic leads and 2nd replacement device remains in-service.

Event description:
Boston scientific crm received information that this recently implanted device and chronic left ventricular lead (lv) was exhibiting diaphragmatic stimulation at 5.0-6.0 volts when programmed in the lv(tip) to can configuration. The lv pacing thresholds in this configuration were 2.4-2.8 volts. No other programmed configurations were checked. The lv pacing impedance was 360 ohms, however, at implant, the lv pacing impedance was greater than 800 ohms. Additionally, an right ventricular (rv) pacing impedance of greater than 2000 ohms was recorded. The rv pacing thresholds have been normal. While speaking with technical services, multiple rv pacing impedance measurement were performed and greater than 2000 ohms were recorded. The rv pacing thresholds have been 0.7 volts prior to the replacement procedure. At the time of the procedure, the rv pacing thresholds had increased to 1.7 volts with normal rv pacing impedance values. Subsequently, the next day values for rv pacing thresholds and rv pacing impedance were 1.7 volts and greater than 2000 ohms respectively. The patient was presented back to the electrophysiology (ep) lab due to high rv pacing impedance and high rv pacing thresholds. The rv terminal pin was disconnected and reconnected multiple times and abnormal values were recorded. A replacement device was connected and the initial values were abnormal. However, when the header ports were flushed and the terminal pin cleaned, the values were normal. Technical services suspected that the rv terminal pin may not have been fully inserted into the replacement device's header port. The 2nd replacement device and chronic leads were left in-service.

Manufacturer narrative:
The set screws were checked and all operated normally. The rv, right atrial (ra) and lv port spring connectors were checked with gauge pins and all were found to meet specifications as outlined in the ral work instructions. The rv, ra and lv tip set screws were removed and inspected with no anomalies found. Visual inspection identified a seal ring impression in the rv port that indicates that the lead was not fully advanced into the header port. The device was put through and passed automated diagnostic testing that verified device operation and functionality.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device is currently undergoing laboratory testing.